Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board and batteries were replaced. The power plug was tightened, the power supply was adjusted, and the lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system intermittently would not boot. There is no report of death or serious injury associated with the event.